Manufacturer narrative:
Device was used for treatment, not diagnosis. Based on a review of the received x-ray, we are able to confirm that there is a broken nail. The root cause is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Date of device breakage and non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgical fixation of a proximal femur fracture with two proximal cables and a short trochanteric proximal femoral nail advanced (tfna) nail on (B)(6) 2017. Patient presented with pain and loss of mobility on (B)(6) 2017. Radiologic follow up revealed the nail was broken at the distal locking bolt level. Secondary loss of reduction and a non-union of the proximal femoral fracture were also noted. Patient was returned to surgery on (B)(6) 2017 for revision to a hip replacement with a distally fixing femoral stem to bypass the fracture. No information regarding patient outcome. Concomitant device reported: locking bolt (part number unknown, lot number unknown, quantity 1). This report is for one (1) 10mm 125 degree cannulated tfna nail 235mm right. This is report 1 of 1 for (B)(4).